Event description:
It was reported that during use of this suture hook in a right shoulder arthroscopy, the hook broke in the surgical site and had to be retrieved. It was reported that the surgery was completed as intended without injury and with a 5-minute surgical delay.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation findings: the product is currently in route to conmed linvatec for eval. A follow up report will be submitted upon receipt and completion of the investigation.